Manufacturer narrative:
This follow-up report is being submitted to relay additional information. 6 visual examination of the provided pictures identified an articular surface implant with foreign material covering the implant as well as some gouges on the surfaces of the implant. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: revision operative notes not included. From initial surgery, used navigation, bone quality is hard, and pcl preserved. Radiographs were provided and reviewed by a health care professional and it was determined further review would not enhance the investigation. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. Complaint is not confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: item# 42532007502; lot# 63931088. Item# 42540200032; lot# 63950032. Item# 42502806602; lot# 62987497. G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a knee revision approximately six (6) years and five (5) months post-implantation due to instability and pain. Attempts have been made and no further information has been provided.